Event description:
It was reported that the duodenovideoscope tested positive twice for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on an olympus endoscopy support specialist (ess) visit to the user facility and the legal manufacturer's final investigation. An olympus ess (endoscopic support specialist) visited the user facility on 15aug2024 where training was provided on correct reprocessing of the subject device. The ess noted differences in how the staff member originally reprocessed the endoscope and provided correction to the steps missed and/or were performed out of sequence. The ess reviewed the steps that were not performed correctly and the staff corrected their reprocessing steps after the in-service. The lm reviewed the customer cds processes where the deviation from instructions for use (IFU) was not identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: unknown. Sampling from: unknown. Cfu: 1-10 cfu/ml. Bacterial identification: staphylococcus species not s. Aureas. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.